Manufacturer narrative:
Due to character limitation, below field are added from e.1. Event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during routine check that the cs300 intra-aortic balloon pump (iabp) displayed an alarm massage indicating an electrical test fail code# 119. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, visited the site and confirmed the mentioned issue. Checked the device thoroughly and found front end pcb was gone defective. Replaced front end pcb and rectified the issue. Device passed the all safety and performance checks successfully. Device was returned to customer and cleared for clinical use.

Event description:
N/a.